Event description:
Information received that the brake casters are working but will spin. No injury reported.

Manufacturer narrative:
Technician located the bed in basement storage area. Brake casters were working but spinning. Replaced all four casters to resolve this issue.